Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl due to delivering manual boluses in addition to pump auto-boluses and adjustments. Low bg was addressed by consuming glucose tablets and removing the pump. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.